Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a high peak alarm. The respiratory therapist (rt) reported that they noticed an increase in moisture and fluid in the circuit and exhalation filter. The patient was removed from the ventilator and was manually ventilated. Reportedly, the rt performed testing and testing failed. The rt found that the expiratory filter was soaked with water, there was condensate in the chamber, and they replaced the expiratory filter. Reportedly, the ventilator didn¿t pass testing again. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se found that the exhalation flow sensor (evq) was damaged due to "end user mishandling". The se replaced the evq, performed calibrations and extended self-testing, and all tests passed.